Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 500 mg/dl. The customer did not have time to troubleshoot as he was at work and also did not have a set with him to do a change or verify the set type. The customer was advised to call us in order to troubleshoot the insulin pump for him.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.